Event description:
Per medwatch (B)(4): patient reports that pump errored for no disposable tubing consistent with cassettes causing same error message. Patient did not have lot number of cassette. Pt was able to switch pumps with a new cassette. No other information known.